Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11 h3, h6: part: 391.201. Synthes lot: p009341. Supplier lot: p009341. Release to warehouse date: january 10, 2008. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the cable tensioner is badly frayed, had to be cut in order to remove from the machine. The repair technician reported the device was missing a piece and the cable is stuck inside. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Note: the complaint device was evaluated and investigated by the manufacturer/supplier: rti (pioneer surgical technology). Flow: device interaction/functional. Visual inspection: visual inspection by rti revealed that the tensioner was returned without the nose piece and a cable stuck in the chuck jaws. The tensioner was disassembled. The cable was removed and the components inspected for damage and wear. All components inspected passed the inspection. Functional testing the re-assembly process added 2 washers (401-105) for proper calibration. The functional testing. A dimensional inspection was not performed, as the device passed functional testing once the cable was removed and components re-assembled. Document/specification review current and manufactured drawings were reviewed. No design issues or discrepancies were identified during review. Rti also conducted a device history record (DHR) review and found that the device met manufacturing specification prior to shipping. Conclusion: the overall complaint was confirmed during investigation as the as received condition of device showed the cable was stuck inside the tensioner and the nose piece was not returned. The reported condition of damage could not be confirmed during the investigation as no damage of the device or components was reported. However the reported condition of device unable to disassemble was confirmed as the cable was stuck inside the tensioner. No definitive root cause could be attributed based on the information received but it is likely that device or component's failure occurred. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the cable tensioner is badly frayed, after cutting the cable loose from the patient and it frayed and got stuck in the tensioner. It is unknown if there was a surgical delay reported. The procedure outcome was unknown. There was no damage to the patient. This report is for one (1) cable tensioner. This is report 1 of 2 for (B)(4).